Manufacturer narrative:
There is no patient involvement. Date of event is unknown. Additional procode: hrx. Device is an instrument and is not implanted/explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Reporter email address is unknown. The investigation could not be completed; no conclusion could be drawn, as no product was received. A device history records review has been requested. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported on an unknown date, several instruments were discovered to be damaged. A depth gauge was bent, a drive shaft was broken at the end of the device, a universal drill guide in which was the tissue protector was stuck and won¿t spring back, and two (2) stardrive screwdriver shafts were rounded off at the tip and won¿t pick up screws. All devices are reported to be under one year of age. There was no patient or procedure involvement. Concomitant device: screws (part: unknown, lot: unknown, quantity: unknown). This report is for a drive shaft-minimum 520mm length-for use with reamer/ irrigator/ aspirator. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Part 314.743, lot h299358: release to warehouse date: october 11, 2017. Supplier: (B)(4). The raw material was reviewed and was confirmed to meet the specification with no non-conformances noted. No non-conformance reports (ncr's) were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. A product investigation was completed: the drive shaft was received broken at the region proximal to the helical portion of the device. The other broken portion of device that contains the tip and the helix portion was not returned. No other issues were identified on the returned device except for the signs of wear that does not affect product functionality. The complaint condition agree with the complaint condition and the complaint condition was confirmed. The relevant drawings were reviewed. Dimensional inspection performed measured the shaft diameter at the broken region and it was within the specification. A definitive root cause for the device breakage could not be determined from the provided information. However, it is likely that any unintended excessive forces during usage could have contributed to this complaint condition. The overall complaint condition is confirmed; however, no product design issues or manufacturing discrepancies were identified during this investigation based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.